Event description:
It was reported that the catheter revision took place on (B)(6) 2012. Only the distal piece of the catheter was replaced. The pump was working fine.

Manufacturer narrative:
Catheter model 8703w, lot # l50968, implanted: (B)(6) 1998, explanted: unk; catheter model 8703w, lot # l50556, implanted: (B)(6) 1998, explanted: unk.

Event description:
It was reported there was a catheter blockage. Hcp "suspects gunk build up at the tip of the catheter and would like it analyzed." The catheter tip was being sent to manufacturer for analysis. It was noted that the patient was not receiving therapeutic benefits from therapy (diminished results). The patient's catheter was "revised due to decreased therapeutic effect.' It was noted there was no injury. The patient recovered without sequela. The drugs in the pump were dilaudid and bupivacaine. Additional information has been requested but was not available at the time of this report.

Manufacturer narrative:
Analysis of the catheter revealed catheter body incorrectly assembled. As received, no foreign material was seen in the tip of the catheter. During the decontamination procedure, bleach solution immediately passed through the complete catheter segment. A visual inspection showed an indent near the proximal end of the segment consistent with a suture having been placed directly on the catheter. Also, a small portion of catheter material is missing from the proximal end of the catheter segment. It is unknown if this occurred before, during, or after explant.